Event description:
The customer reported error messages displayed during set up. The pt had not been prepped or entered the operating room. One case was cancelled.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The fluidics module was replaced. The system was tested and met all product specs. The returned fluidics module assembly was tested. Upon start up, the system displayed an error message indicating cassette sensor calibration failure. The reported issue was replicated. The cassette ID pcb assembly was replaced and the fluidics module was re-tested. The error message was no longer present upon start up. A cassette was inserted into the console and was successfully recognized and calibrated multiple times without error messages noted. The root cause of the non-conforming cassette ID pcb was determined to be that one of the pins connecting the double photointerrupter at location ds2 was open; lifted from solder. There were no add'l complaints for the reported system. A review of the complaints indicates no adverse trends for the reported issue. There were no additional service requests related to the reported event.